Event description:
A cartridge alarm was reported, identified as alarm 20, which occurred during the loading process. There was no adverse impact on the customer's blood glucose level. Despite technical support assistance in loading a new cartridge, the alarm persisted. Customer reverted to an alternate method of insulin therapy.